Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: it was reported that hair found in 50ml syringe when opening, prior to use when did the incident occur? Before use.